Manufacturer narrative:
Should additional information is received, this event will be updated.

Event description:
Boston scientific received information regarding this device that a latitude red alert notification was generated for a high out of range shock impedance measurement. According to available information, this information was shared with the physician. No additional information is available at this time. No adverse patient effects were reported.